Event description:
Japan alliance registry. It was reported that a patient death occurred. On (B)(6) 2023, an agent dcb mr 3.50 x 20mm was selected for treatment of the 75% stenosed target lesion. The patient was discharged with no complications on (B)(6) 2023. However, on (B)(6) 2024, the patient died.